Manufacturer narrative:
H6: patient codes - e2015 unspecified tissue injury was used to capture the reported "unknown right sided symptoms."

Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During the procedure, the patient was hypertensive. Post tcar procedure, the patient experienced a stroke with speech issues, hypotension, and other unknown right sided symptoms. The patient was reported to have been admitted to the hospital beyond the standard of care. The patient was expected to fully recover but had not yet recovered at the time of reporting. No further information was provided despite request by boston scientific (bsc).